Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 161 mg/dl. The customer stated the down arrow key seems to be sticking. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
All of the buttons functioned properly. However, corrosion was found on the keypad traces. No moisture damage on electronics assembly noted. No ramping numbers noted on the display. The following cosmetic damage was noted on the device: broken belt clip slot, cracked reservoir tube lip, cracked case near display window corner, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.